Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the visual inspection found a piece of cut electrode broken from its original location. The piece was not returned. The missing piece measured approximately 0.0655 by 0.0585 inches. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly 0.1730 by 0.1005 inches. The visual inspection displayed no signs of missing fragments. The jaws did not open and close properly as the cover was extended to the base of the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an hour and a half after the start of the procedure, while the instrument was inside the patient¿s anatomy, it was discovered that the white part of the tip seal of the synchroseal instrument was damaged. Use of the instrument was discontinued, and it was replaced to the backup. The tip was spread with the da vinci instrument, and the damaged location was matched with the fragment to confirm that there was no missing material retained. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. The user completed the procedure.